Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received a second monopolar curved scissors (mcs) tip cover accessory. Visual inspection was performed and the mcs tip accessory's retaining cover was found to be damaged. The retaining cover's bayonets were observed to be forced outwards, but no missing material was observed. Also, the retaining cover was found dislodged from the blades. Due to the damage on the retaining cover, the retaining cover was found to be dislodged from the blades. The retaining cover was returned, measuring approximately 13.56 mm x 6.99 mm in size.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "tip was broken". The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.22mm x 2.16 in size. The instrument was found to have a detached fragment. The fragment broke off from the instruments tube adapter. The broken piece was not return with the instrument. For clarification, the monopolar curved scissors (mcs) tip was found to have a dislodged retaining tip cover from the mcs blades. The retaining tip cover was observed detached from the blades. No material appears to be missing. The mcs retaining tip cover was found to have a cracking damage. No material appears to be missing. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument broke at the tip. The procedure was completed with no reported injury.